Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump had emitted a prime alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 09/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: a review of the pump¿s black box showed no evidence of loss of prime. All cs162 warnings followed occlusion alarms. During testing, the pump successfully completed the ez-prime steps with no loss of prime warnings occurring. The pump exercised for 24 hours with no loss of prime occurring. The complaint of a prime issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation showed a crack in the battery compartment at the cases seal.